Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during placement of the central venous catheter, the patient had a progressive drop in blood pressure and a reddened skin rash on the cervico-thoracic region. Immediately, vasoactive drugs were given to maintain vital signs, accelerate fluid replacement, and at the same time, call the superior, who immediately arrived at the scene and initiated resuscitation with rapid assessment and symptomatic treatment. Later, the patient developed ventricular fibrillation, and was immediately given extracardiac compression, cardiac electric defibrillation 3 times, repeated intravenous push of epinephrine, intravenous sodium bicarbonate and so on. After excluding drug allergy, the patient was highly suspected of central venous catheter allergy, and was immediately removed from the central venous catheter, continuously pushed epinephrine, accelerated fluid rehydration, and increased the concentration of oxygen and other measures. During the resuscitation process, the patient's symptoms improved significantly, resumed autonomous sinus rhythm, blood pressure rebounded, and vital signs stabilized." The patient's current condition is reported as "fine".

Event description:
It was reported "during placement of the central venous catheter, the patient had a progressive drop in blood pressure and a reddened skin rash on the cervico-thoracic region. Immediately, vasoactive drugs were given to maintain vital signs, accelerate fluid replacement, and at the same time, call the superior, who immediately arrived at the scene and initiated resuscitation with rapid assessment and symptomatic treatment. Later, the patient developed ventricular fibrillation, and was immediately given extracardiac compression, cardiac electric defibrillation 3 times, repeated intravenous push of epinephrine, intravenous sodium bicarbonate and so on. After excluding drug allergy, the patient was highly suspected of central venous catheter allergy, and was immediately removed from the central venous catheter, continuously pushed epinephrine, accelerated fluid rehydration, and increased the concentration of oxygen and other measures. During the resuscitation process, the patient's symptoms improved significantly, resumed autonomous sinus rhythm, blood pressure rebounded, and vital signs stabilized." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4).